Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) status and was suspected to exhibit premature battery depletion (pbd). A request was made to have data from this device analyzed. Engineering analysis confirmed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) status and was suspected to exhibit premature battery depletion (pbd). A request was made to have data from this device analyzed. Engineering analysis confirmed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received advising the patient is expected to have a device replacement scheduled for the first week of (B)(6) 2025. At this time, this device remains in service. No adverse patient effects were reported. It was further reported that this pacemaker was explanted and replaced on (B)(6) 2025 and is expected to be returned for analysis. No complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) status and was suspected to exhibit premature battery depletion (pbd). A request was made to have data from this device analyzed. Engineering analysis confirmed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received advising the patient is expected to have a device replacement scheduled for the first week of (B)(6) 2025. At this time, this device remains in service. No adverse patient effects were reported. It was further reported that this pacemaker was explanted and replaced on (B)(6) 2025, and is expected to be returned for analysis. No complications were reported. The product has returned for analysis.